Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed the lead had high impedances on all contacts. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the lead was explanted and replaced.